Event description:
Additional information received reported that the device system was used to infuse liorisal. The cause of the event was unknown. It was noted that the reporter had no information on the issue. ¿patient is fine.¿ it was noted that there were no signs or symptoms associated with the reported event. The patient did not require hospitalization due to the event and there was no injury.

Event description:
It was reported that, during a patient¿s pump replacement, they could not ¿clear the catheter¿. During the report, the representative also experienced intermittent telemetry issues stating ¿when the healthcare professional picked it up, it stopped the telemetry¿. This resolved after normal troubleshooting, and telemetry was completed. It was later reported that the new pump was primed on the back table and connected to the catheter. The patient was doing fine. The patient¿s old pump was replaced due to normal end of life.

Manufacturer narrative:
Product ID: 8637, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: pump. Product ID: 8703, lot# j94142123, implanted: (B)(6) 1995, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).